Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED's battery pack was expired with a labeled expiration date of 06/2024. The cause of the AED not powering on was related to a lack of maintenance of the AED. As a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
During troubleshooting of a device with a customer for an unrelated service code, it was observed that the AED was reporting "replace battery pack now". They reported that this did not occur during patient use.